Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned by the customer in support of this complaint from catalog 367856, lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. It is recommended that to alleviate tube push off, one must hold the vacutainer tube in place until it has completed the required draw volume and flow has ceased. The device history records could not be reviewed as the lot number is unknown.

Event description:
It was reported that during use with bd vacutainer® k3e 3.6mg plus blood collection tubes the whole tube pushes off the non- patient end of needle. There was no repot of patient impact. The following information was provided by the initial reporter: customer states product pushes itself out of blood collection device unless held in place.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® k3e 3.6mg plus blood collection tubes the whole tube pushes off the non- patient end of needle. There was no repot of patient impact. The following information was provided by the initial reporter: customer states product pushes itself out of blood collection device unless held in place.